Manufacturer narrative:
The insulin pump passed the displacement, operating currents, self test and off no power test. No failed battery alarm was noted. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip, and a cracked belt clip slot.

Event description:
Customer reported her act button is unresponsive and not allowing her to deliver insulin. There is no error message. Customer's blood glucose is 135 mg/dl. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Customer also reported a failed battery test. The alarm and its causes were explained to her. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.